Event description:
A customer contacted physio-control to report that the battery of their device would not hold up charge. As a result, the device would have power off, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h3: device evaluated by mfg of the initial medwatch report indicates yes. Section h3: device evaluated by mfg of the initial medwatch report should indicate no. Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A root cause of the reported issue could not be determined. Stryker product analysis center (pac) further evaluated the battery. The battery record shows that the battery has been in use since 2018. During that time the battery was used to deliver therapy 4 times with a total of 493 (tenths of minutes) on time. A battery depleting after 4 years after its manufacture date would not be unexpected if it has been used to deliver therapy. This is normal device function.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that the battery of their device would not hold up charge. As a result, the device would have power off, if needed. There was no patient use associated with the reported event.